Event description:
(B)(4).

Manufacturer narrative:
Method, result, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: the MFR made an original decision not to report this event because the burn was originally reported as only a first degree. However, add'l info was received on (B)(4) 2008 that the burn was really more severe and now a reportable event. The "date received by MFR", report reflects this new info date. The indicated importer has received (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.